Event description:
The customer contacted beckman coulter, inc. (Bec) to report an erroneously high result for troponin I (accutni) for one (1) patient sample assayed with accutni reagent on a synchron lxi 725 access 2i clinical system. The erroneously high accutni result was not reported outside of the laboratory. There was no impact to patient treatment associated with this event. The customer reported that a second draw was performed on the patient to obtain a fresh sample. A repeat accutni assay was performed on the second sample which yielded a lower result within the reference range of the assay. This lower accutni result was reported outside of the laboratory. The customer reported that quality control results were within the laboratory's established ranges both prior to and after the event. The customer reported that the most recent instrument system check performed had yielded results within current specifications.

Manufacturer narrative:
A service call was originally scheduled. The service call was cancelled after the customer had contacted a bec field service engineer to report that after performing an internal investigation, it was determined that the erroneous accutni result obtained was due to a preanalytical sample-related issue. This MDR is related to MDR 2122870-2012-00330.